Event description:
The pt was aml. It was reported that the zeta stent was implanted earlier, the same day, and a subacute thrombosis developed requiring medical intervention. The pt was successfully treated.